Event description:
The complaint is reported as: "after asepsis and antisepsis, placement of sterile fields, a single puncture is performed at the left subclavian level. The catheter is advanced using the seldinger technique during guidewire withdrawal. Resistance is noted, for which the cvc is withdrawn again and when the metal guidewire is removed, it is evident at approximately 10 cm of the guidewire. Elbowed and 4 cm from the proximal portion of the entangled broken guide. The chemist is informed of the possibility of a defective central catheter." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of an unraveled guide wire due to catheter resistance was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "after asepsis and antisepsis, placement of sterile fields, a single puncture is performed at the left subclavian level. The catheter is advanced using the seldinger technique during guidewire withdrawal. Resistance is noted, for which the cvc is withdrawn again and when the metal guidewire is removed, it is evident at approximately 10 cm of the guidewire. Elbowed and 4 cm from the proximal portion of the entangled broken guide. The chemist is informed of the possibility of a defective central catheter." No patient harm reported. The patient's condition is reported as fine.